Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to moisture damage at the keypad traces also, traces of corrosion found at the electronic assembly per our visual inspection. Unable to perform functional testing including displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to unresponsive buttons. The insulin pump had minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose level was 45 mg/dl. She treated her blood glucose level with orange juice. The customer noticed moisture inside the screen and a hairline crack. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.